Event description:
It was reported that on (B)(6) 2011, a 3.0 x 28 mm promus stent was implanted in the distal right coronary artery with a maximum balloon inflation of 26 atmospheres. On (B)(6) 2011, 42 days later, the patient died of unknown cause. No additional information was provided.

Manufacturer narrative:
(B)(4): above rated burst pressure. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the balloon was inflated to 26 atmospheres (atm) which is above the rated burst pressure (rbp). It should be noted the promus IFU states: do not exceed the labeled rbp of 16 atm. It is unlikely that the reported use error contributed to the patient effect. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Infection is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, information indicates after the index procedure the patient was transferred to another hospital to receive maintenance hemodialysis. The patient also had critical ischemia of the right lower extremity and amputation was scheduled. The patient developed a systemic infection. Treatment included cardiovascular medication. The patient and expired on (B)(6) 2011. The patient had blood pressure decrease and hemodialysis difficulty before death. No additional information was provided.